Event description:
Patient reported, massive problems. Mentioning that, according to their doctor, the implant is affected by the recall. Healthcare professional reported, severe capsular contracture, baker grade unknown. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: textured exchange, due to concern with the product and capsular contracture, baker grade unknown.

Event description:
Patient reported massive problems mentioning that, according to their doctor, the implant is affected by the recall. Healthcare professional reported severe capsular contracture. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe. ¿ anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.